Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, confirmed that foreign matter adhered to the air supply / water supply cylinder, air / water supply channel, and sub water supply channel, but the foreign body could not be identified. The foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water cylinder and tube as well as in the jet tube. There were no reports of patient involvement.